Manufacturer narrative:
Philips service provided user guidance; no hardware replacement was performed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the smart CT arm failed to move when the finalize button was pressed on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.